Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory in three segments, having been severed during explant procedure. Visual inspection revealed that both coils were mangled and fractured, likely due to explant damage. Visual examination also showed calcium encapsulated the distal anode ring. No conductor or insulation damages were observed other tan induced damage at explant.

Event description:
It was reported that this patient was involved in a car accident, wherein this right ventricular (rv) lead was damaged. A revision procedure was performed, and the lead was removed and replaced. The lead was returned to boston scientific for analysis and it was found fractured. No adverse patient effects were reported.